Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensors and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the abbott diabetes care (adc) device. Customer received a "replace sensor" message after eleven (11) days of wear and was unable to obtain readings. The customer reported obtaining a glucose result of 50 mg/dl on an unspecified blood glucose meter (bgm), experiencing hypoglycemia with symptoms described as dizziness, weakness and sweating; and was unable to self-treat, requiring juice and sugary supplement as treatment provided by non-healthcare professional (non-hcp). It was also reported by the customer the sensor area was slightly swollen and painful; however, there were no reports of the customer receiving any treatment by a healthcare professional (hcp). No further details were provided. There was no report of death or permanent impairment associated with this event.

Event description:
An error message was reported with the abbott diabetes care (adc) device. Customer received a "replace sensor" message after eleven (11) days of wear and was unable to obtain readings. The customer reported obtaining a glucose result of 50 mg/dl on an unspecified blood glucose meter (bgm), experiencing hypoglycemia with symptoms described as dizziness, weakness and sweating; and was unable to self-treat, requiring juice and sugary supplement as treatment provided by non-healthcare professional (non-hcp). It was also reported by the customer the sensor area was slightly swollen and painful; however, there were no reports of the customer receiving any treatment by a healthcare professional (hcp). No further details were provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Sim vivo testing (simulation of the electrical signal produced by the sensor tail) was performed and all results were within specification. No malfunction or product deficiency was identified. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.